Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) (B)(4) alleging a casing issue with their onetouch verio iq meter. The complaint was classified based on the customer service representative (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014. It is not known how the patient manages their diabetes, nor if they made any changes to their regular diabetes management regimen prior to the product issue. During the initial call with the cca the patient reported developing "blurry vision" at an unknown time before the product issue began. The patient denied receiving any form of treatment due to the alleged product issue. The cca was able to resolve the alleged issue at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided here is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptom occurred prior to the alleged product issue, so therefore this symptom not have been as a result of the said issue. The patient did not receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged casing issue remained unresolved at the time of troubleshooting.